Event description:
It was reported that pericardial effusion (pe), cardiac perforation, and hemorrhage requiring surgical intervention occurred. The procedure was cancelled. A left atrial appendage (laa) occlusion procedure was being performed. A watchman double curve access system (was) was inserted with versacross connect (vcc) to perform transseptal puncture (tsp) and the was was initially used with attempted deployment of a 35 mm watchman flx pro closure device, which required three full recaptures. The physician then exchanged the was to a watchman trusteer access system (trusteer) over a wire. Following placement of the trusteer, a pigtail catheter was advanced into the laa. Under fluoroscopic imaging, the pigtail catheter was observed to advance beyond the expected margins of the laa. Contrast injection with echocardiographic imaging confirmed the presence of a pericardial effusion. The patient remained hemodynamically stable. Protamine was administered, however, over the next few minutes imaging demonstrated enlargement of the pe. A pericardial drain was placed, and 600ml of oxygenated blood was rapidly auto-infused back into the patient through a large bore sheath in the femoral vein. The procedure was aborted, and the patient was transferred to the operating room, where a pericardial window and laa ligation were performed. The cardiac perforation was localized to the laa. Postoperatively, the patient was reported to be admitted to the hospital and was stable. The patient has been discharged. In the physicians opinion, the cardiac perforation likely occurred after the tsp sheath exchange over wire and the theory is that cardiac motion pushed the tip of the trusteer into the pericardial space, and when the pigtail was advanced, the tip of the trusteer was already sitting in the pericardial space.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038089748. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device required) perforation, (blood transfusion, surgical intervention) and bleeding (major hemorrhage) (hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion, perforation and bleeding (major hemorrhage) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe), cardiac perforation, and hemorrhage requiring surgical intervention occurred. The procedure was cancelled. A left atrial appendage (laa) occlusion procedure was being performed. A watchman double curve access system (was) was inserted with versacross connect (vcc) to perform transseptal puncture (tsp) and the was was initially used with attempted deployment of a 35 mm watchman flx pro closure device, which required three full recaptures. The physician then exchanged the was to a watchman trusteer access system (trusteer) over a wire. Following placement of the trusteer, a pigtail catheter was advanced into the laa. Under fluoroscopic imaging, the pigtail catheter was observed to advance beyond the expected margins of the laa. Contrast injection with echocardiographic imaging confirmed the presence of a pericardial effusion. The patient remained hemodynamically stable. Protamine was administered, however, over the next few minutes imaging demonstrated enlargement of the pe. A pericardial drain was placed, and 600ml of oxygenated blood was rapidly auto-infused back into the patient through a large bore sheath in the femoral vein. The procedure was aborted, and the patient was transferred to the operating room, where a pericardial window and laa ligation were performed. The cardiac perforation was localized to the laa. Postoperatively, the patient was reported to be admitted to the hospital and was stable. The patient has been discharged. In the physician's opinion, the cardiac perforation likely occurred after the tsp sheath exchange over wire and the theory is that cardiac motion pushed the tip of the trusteer into the pericardial space, and when the pigtail was advanced, the tip of the trusteer was already sitting in the pericardial space.